Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Bilateral capsular contracture, baker grade unknown, right side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra previously requested this report be voided as the healthcare provider informed sientra that there was no issue. Updated information was obtained from the hcp and this is now a complaint.

Event description:
Bilateral capsular contracture, baker grade 3, right side.

Manufacturer narrative:
Sientra complaint (B)(4). Sientra requests to void this report as additional information was provided by the health care provider that the patient was not diagnosed with a capsular contracture and the revision surgery was purely cosmetic. Therefore the device was not the cause for the revision surgery. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.